Event description:
Lens replaced due to lens opacification.

Event description:
The surgeon reported surface opacification of the intraocular lens. It is believed that the lens remains implanted. No other info provided.